Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15913. It was reported that the patient may undergo surgical intervention due to lead migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received confirms that both leads had migrated and therapy was lost. As a result, both leads were explanted and replaced. Effective therapy was established post-operatively.